Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was placed under anesthesia (type not reported) on (B)(6) 2016, in order to test the integrity of the device due to the patient's sudden refusal to wear the device.